Manufacturer narrative:
A4 - patient weight not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted for difficulty in seeing. Treatment at the time included consultation in ophthalmology and neurosurgery.